Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code and lot number of surgicel? What was the intended use of the surgicel? What is the date of the initial procedure, exploratory laparotomy? How much surgicel was used during the index procedure? How much surgicel product was left in place (near the liver laceration)? Were there any concurrent products used during the initial procedure (exploratory laparotomy)? Please provide patient¿s weight or bmi, initials, any past medical history. What is the patient¿s current status?

Event description:
It was reported in a literature article that the patient underwent an exploratory laparotomy on unknown date after a motor vehicle accident and absorbable hemostat was used. During the procedure, the deep liver laceration below the falciform ligament which was mobilized was packed with an absorbable hemostatic mesh. The patient was discharged on post-operative day five. The patient returned the following day with worsening abdominal pain, mild distention, shortness of breath, and drainage from her laparotomy incision. She was diagnosed with an ileus and treated with bowel rest and intravenous hydration. She was monitored in the hospital for four days until her abdominal pain and distention decreased and she began to have regular bowel movements. One week after discharge, the patient's pain and distention had returned. She reported not having bowel movements or passing gas for three days. On examination it was noted a significant abdominal distention consistent with intra-peritoneal fluid and the patient was jaundiced with scleral icterus. The patient also experienced a bile leak. The endoscopic retrograde cholangiopancreatogram was performed and a stent was placed over the location of the leak. The patient underwent a laparotomy the following day for evacuation of her bilomas. The liver laceration was identified and remained at the same depth and cryolife bioglue was used to seal the laceration. The patient did well post operatively with early return of bowel function. CT scan performed two and a half months later showed no further fluid collections or bilomas, and the patient remains clinically asymptomatic. Additional information has been requested.